Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump¿s sleep/wake button became unresponsive about once daily, with no vibration feedback and the screen failing to wake unless the device was placed on a charger, which impeded meal announcements; this aligns with a device problem of an unresponsive key/button and implicates the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a request for video evidence and guidance to restart the pump. Investigation of this case revealed an electrical problem consistent with an unresponsive button associated with the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.